Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. Per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high" on the continuous glucose monitor, and vomiting. Reportedly, customer did not fill the tubing with insulin. Additionally, customer used novolog supplies for over 72 hours, and was filling cartridges with cold insulin. Bg was addressed via a correction bolus, and infusion set change. Reportedly, the customer was using the pump on exercise mode as instructed by customer's healthcare provider. The customer was instructed to consult with healthcare provider regarding bg level and pump settings.